Event description:
A nurse reported that the intraocular pressure (iop) control was not available. They completed the surgery without the iop control, and there was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of two complaints reported against the finish goods lot and the device history review (DHR) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. (B)(4).